Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
Complaint alleges:"the hosp reported that during a celioscopy the hemolok applier broke during use at the level of the axis. Some fragments fell into the pt's abdominal cavity and were partially retrieved." The surgeon used another applier. There was no pt injury and no consequences to the pt reported. Pt condition is reported as fine.